Event description:
Patient previously implanted with a va-lcp dorsal distal radius plate and an unknown plate for a complex intra-articular distal radius corrective osteotomy on (B)(6) 2012. Patient was pain free until follow up x-rays taken (B)(6) 2012 showed a broken dorsal distal radius plate at the narrow point of the metal in the screw hole. Some palmar displacement noted. The broken plate was removed on an unknown date. The 2nd unknown plate later broke and was also removed on an unknown date. This complaint is on the unknown 2nd plate.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.